Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) bubble CPAP system was received at our regional office in germany. The device was visually inspected, however the device was promptly destroyed since it was contaminated. Our investigation is thus based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: visual inspection of the complaint device revealed that it was contaminated and hence could not be evaluated. Without evaluating the complaint device we are unable to determine what may have caused the reported issues. A lot check revealed no other complaints of this nature for the lot number provided. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. This risk has been considered in our hazard analysis and deemed to be acceptable due to the provision of a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and the use of a pressure manifold with the breathing circuit, to reduce the risk of unsafe circuit pressure. The bubble CPAP system is intended for use in the hospital clinic environment such as the neonatal intensive care unit (nicu) and paediatric intensive care unit (picu). The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the generator of th bc161-10 bubble CPAP system had become discoloured after six days use. Additionally it was reported that the probe had moved by itself from 5cmh2o to 8cmh20. No patient consequence was reported.